Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and healthcare provider indicated that the ins has been dead and has not been charged for almost 3 years. The patient stated that it hasn¿t worked, and they are in the process of getting it replaced. It was noted that the patient needed an MRI. The patient was redirected to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the implantable neurostimulator (ins) didn¿t work anymore. The caller had a note from the managing hcp from (B)(6) 2017 that the hcp saw the patient and it was noted that the device was no longer working/stopped working. But there were no further specifics about the situation or date when device stopped working. In the end, the caller was directed to refer the patient back to their hcp to get the device checked and working. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.